Manufacturer narrative:
The initial reporter's phone number: (B)(6). The initial reporter's fax number: (B)(6). The initial reporter's facility name: (B)(6). The reported event is confirmed manufacturing related. This is addressed by CAPA 12474540. Received a 3 way temperature sensing catheter with cut portion of inlet tubing and a straight tipped syringe. Verified material number 119314, batch number mykr1703 and manufacturing lot number ngjy4778. Visual inspection noted no obvious observations. During testing, the balloon was inflated with 10 ml of methylene blue solution using the returned syringe and the catheter was allowed to rest with no observed leaks. Attempted to deflate the balloon passively and only 3 ml of solution could be withdrawn. Using the in house syringe only 5 ml of solution was withdrawn. Replaced the inflation valve with an in-house valve and reattempted deflation. Using the returned syringe, balloon passively deflated in 3 min 28 sec. No cuffing noted. This is out of specification which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. CAPA 12474540 identified the root cause of this failure as a combination of three (3) factors; provided water syringe does not meet user expectation for smooth engagement with the valve and no instructions are provided in the japanese IFU for aspirating to assist in deflation, deflation time or take off force criteria or specification to deflate the catheter has not been determined and it is unknown for the customers, inadequate process qualification performed with change in syringe supplier and mold change. Risk review, labeling review, and DHR review are not required as event has already been investigated per CAPA 12474540. Corrections: d, e, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter into the patient, tried to inflate the cuff but it did not inflate. As per the bd internal comment received on 29oct2025. Stated that when checked internally, was able to both inflate and deflate it normally. Since issues with the syringe are also possible, so investigate this as a precaution.

Manufacturer narrative:
(B)(6). The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that after inserting the foley catheter into the patient, tried to inflate the cuff but it did not inflate. As per the bd internal comment received on 29oct2025. Stated that when checked internally, was able to both inflate and deflate it normally. Since issues with the syringe are also possible, so investigate this as a precaution.